Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the mosaiq sequencer intermittently lags. Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq worked as designed and intended. From reviewing logs it was found that there had been a communication breakdown and the linac stopped treating the patient. When communication issues occur at any point during treatment processes, the user must verity the actual monitor units delivered on the beam mu display unit (bmdm). This is the lcd screen that shows the mu delivered by the linac for the current field. The therapist should have reviewed this before resuming treatment. Based on the available information elekta physics concluded that a patient received one field of 23.2mu in excess of the planned value. If uncorrected, the resultant increase in dose to the patient would be negligible (less than 1%).

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq worked as designed and intended. From reviewing logs it was found that there had been a communication breakdown and the linac stopped treating the patient. When communication issues occur at any point during treatment processes, the user must verity the actual monitor units delivered on the beam mu display unit (bmdm). This is the lcd screen that shows the mu delivered by the linac for the current field. The therapist should have reviewed this before resuming treatment. Based on the available information elekta physics concluded that a patient received one field of 23.2mu in excess of the planned value. If uncorrected, the resultant increase in dose to the patient would be negligible (less than 1%).